Event description:
A lifecor patient services representative (psr) contacted customer support to report that during a patient fitting, she could not get a good baseline of the patient, and the "adjust belt" alarms were continually going off. Support asked her to download the data from the attempted baseline to help determine if it was the electrode belt or the monitor that is causing the issue. The download revealed the patient's baseline is corrupted with ECG noise. The psr's electrode belt and monitor were replaced.

Manufacturer narrative:
Device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The ECG noise could be reproduced by flexing and manipulating the section of cable terminating in ECG node "b". However, when the ECG node was opened and the cable wiring was exposed to pinpoint the cause, the ECG noise could not be reproduced. Attempts at locating the exact location of the cable damage were unsuccessful. The likely cause of the ECG noise was an intermittent short between the cable shielding and one of the inner conductors. The damaged section of cable will be replaced. The root cause of the cable damage cannot be positively identified. Monitor operated according to specifications. No adverse event resulted from the faulty electrode belt. The psr received a replacement electrode belt and monitor.